Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have cracks at battery compartment and was afraid that insulin pump would not be usable. Customer's blood glucose was 599 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, broken battery tube threads, broken belt clip slot and cracked reservoir tube lip.